Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that noise was displayed in the monitor when the physician inserted ez steer non nav 4mm catheter inside the heart during a svt ablation procedure. The problem was not resolved by changing connector. The problem was solved by changing catheter. The procedure was completed successfully. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event is MDR reportable as complete ECG signal loss can be a high health risk situation for the patient as a potential lethal arrhythmia may go unnoticed due to the signal noise.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/25/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that when the physician insert the catheter inside the heart and when he connect the catheter he couldn¿t see any signals. There was a distortion (noise) in the monitor. The physician change the connector but the problem persist. Then he changed the catheter and the problem was fixed. The procedure was completed successfully. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 2. No electrical signal was observed on that electrode. Further examination during the analysis revealed that the lead wire # 2 was broken causing an lack of electrical signal on that electrode. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding noise was not confirmed. However during analysis an internal broken wire of an electrode was observed. The root cause of the wire breakage cannot be determined.